Event description:
It was reported that during a da vinci sigmoid colectomy procedure, while trying to seal and cut the inferior mesenteric pedicle with the vessel sealer instrument, the customer experienced a seal failure and stated it looked like a cold cut with zero tissue sealing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; however, a procedure video provided by the customer was reviewed and analyzed. After reviewing the procedure video with both the surgeon and the isi product management team, it was determined that the device was used in close proximity to the patient's staple line. The staple line was captured in the proximal end of the vessel sealer instrument jaws. Review of the procedure video showed that the first vessel sealer instrument seal had a staple in the jaw surface and made contact with the electrode. This was determined to have interfered with the ability of the vessel sealer instrument to deliver energy and may have caused damage to the electrode surface, which can impact the quality of subsequent seals. The endowrist vessel sealer systems instructions for use (IFU) specifically states: warning: do not touch the jaws to any clips, sutures, staples or other metal objects while energized. This may compromise the seal and may damage the jaws.) The customer reported complaint does not itself constitute a reportable event; however, the unable to seal if to reoccur could cause or contribute to an adverse event.